Event description:
The customer reported that the device fails the operational check (op check) and displays a service required inop message. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.